Event description:
On 3/17/2022, it was reported by a sales representative via email that an ar-4159-16d dynanite 1.6 dbl tip niti g-wire broke post op inside a patient right foot. The original procedure took place on (B)(6) 2022. Currently, the broken g-wire remains in the patient. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed upon review of the customer-provided x-rays, which identify the broken device within the foot. The most likely cause for the reported failure can be attributed to a patient-specific event. As the ar-4159-16d was not returned for physical analysis and remains in the patient. No change in harm was identified.